Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in reported clinical observation.

Event description:
Boston scientific received information that prior to being implanted, this pacemaker displayed an alert that indicated the battery usage was higher than expected. The device was not implanted and returned for analysis.